Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing.

Event description:
It was reported that during atrial lead follow up check there was no change in the measured data, however, noise was confirmed. Isometric movements was performed, and noise was not replicated. However, when the patient performed a motion like wiping windows, noise was replicated. It was also reported suspected incomplete lead fracture, although the data might not have shown any issue, and x-ray did not show any obvious sign of fracture. Sensitivity settings for the atrial lead were re-programmed. The atrial lead remains in use, and patient to be monitored via holter. No patient complications have been reported as a result of this event.